Event description:
During a laparoscopic gastric bypass the stapler was fired but it would not release from the tissue. The surgeon had to open the patient to complete the operation. The device was broken to remove from tissue. This extended the o.r. Time greater than an hour.